Manufacturer narrative:
Concomitant medical products: t505-29h tissue valve, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was capped for an unknown reason. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was not capped and it was reported by mistake. The lead remains in use.